Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involve a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For one of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. As the other event occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the events. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the cobas c502 analyzer. The first event involved an erroneous result for immunoglobulin m (igm) for one patient. This patient was an (B)(6) male. The patient's weight was requested, but was not provided. The second event involved an erroneous result for digoxin for one patient. The patient's age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.